Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Sample not available.

Event description:
It was reported that the catheter was inserted on (B)(6) 2017. During dialysis it was reported that the catheter started leaking at the bifurcation hub site. No obvious defect or crack was noted during dialysis. Catheter was removed and replaced.